Event description:
It was reported that this inflatable penile prosthesis (ipp) had not performed as expected for several months. The patient underwent a revision surgery and a hole in the device was observed. The device was replaced. There were no reported patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder outer fabric tube was detached near the middle of the cylinder. In addition, the cylinder had a hole at the corner of a fold in the middle of the cylinder that resulted in fluid leak. The second cylinder had wear at a fold in the middle of the cylinder. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation tests. Based on analysis results, the reported clinical observations of hole in the device and mechanical issues were confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had not performed as expected for several months. The patient underwent a revision surgery and a hole in the device was observed. The device was replaced. There were no reported patient complications.

Event description:
It was reported that a revision surgery was requested for the inflatable penile prosthesis (ipp) that has not been performing as expected for a few months.